Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
This complaint has been evaluated as a type 2 case. The product was manufactured under product specification (B)(4). Batch record review was conducted resulting in following: the catheters lot 0g00164 were packed in peelpacks in july 2020 in amount (B)(4) pcs on packaging machine p015. The raw catheters were assembled on machine a099 under sub- assembly lot 0g00117 . All correct raw materials were used during sub-assembly lot and the final lot production. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the manufacturing process of mentioned lot. Picture of claimed lot was received and visually evaluated. There is visible black marks on the connector but it is impossible to find out from the picture if the black marks are embedded or not. The connectors are supplied by external supplier. It means that there could be the manufacturing or supplier issue. The affected sample has been requested to provide but not received yet. Therefore the investigation will be conducted in two directions. The lot of the connectors used during production ¿ 314427. Event #: (B)(4) has bee open to investigate the issue. (B)(6) 2021 (B)(6). The supplier of the connector was informed about the issue and the investigation carried out on their site confirmed that the issue is related to moulding process of lot 314427. During lot 314427the burn marks on connectors were detected and sorting was carried out. Based on the provided picture the supplier was able to confirm that the black marks reported are burn marks. The burn marks are not removable and do not have impact to patient safety. It is only visual defect. A query was run against erp material number for malfunction code asc-pmc 09.11 & asc-pmc 9.11 which yielded one occurrence for past 12 months. This issue will be monitored through the post market product monitoring review process based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site:3005778470.

Manufacturer narrative:
(B)(6). Affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "black marks on suction catheter - noted before opening package". Photos depicting the reported complaint issue were provided by the complainant. The product was not used.